Event description:
An infusion pump with a failure on all 3 channels, depleted batteries as soon as the pump is unplugged. Failure code 570:320:844 is displayed. The event was reported to have occurred before use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming.

Manufacturer narrative:
Evaluation summary: evaluation was completed on october 17, 2005 and the customer's reported condition of the failure code 570 was confirmed. The device was repaired by a baxter technician and returned to the customer.